Event description:
Patient status post nail and screw implantation approximately one year ago returned to surgeon complaining of pain on an unknown date. Patient returned to operating room on (B)(6) 2011 for removal of nail, two screws and a washer. Patient was not revised to any new hardware. Patient underwent a chondroplasty and debridement. This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.